Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7138382 -7135727. Product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, batch: 30669296.

Event description:
It was reported that the patient experienced an undesired sensation at the pocket site. The patient underwent a full spinal cord stimulator (scs) explant procedure. The patient was doing well postoperatively, and the explanted devices will not be returned as they were kept by the facility. No device malfunction was suspected.